Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, it was reported that a surgeon would be performing a lead revision due to a lead break on (B)(6) 2012. This would be the second revision for this patient. This MDR captures the first revision that occurred at an unknown date. Attempts for additional information have been unsuccessful.